Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the firing piece of the loading unit broke and disengaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparotomy and colectomy procedure, the operator opened the device and before to use in patient , verify that the cartridge was damage and broken. The firing piece of the loading unit broke and found detached. Used another cartridge to complete the case. No patient injury.